Event description:
While servicing electrode belt sn (B)(4) which was returned for investigation into a patient's death, a reportable problem was discovered. One of the electrode belt cables was damaged.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. There is no evidence to suggest that the damaged cable caused or contributed to the patient's death. The belt was fully functional while in use. In addition, there were reported resuscitation efforts by ems. No adverse event resulted from the strained cable.